Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 700 mg/dl while wearing the pod. The patient reports they were vomiting. The patient removed their pod prior to going to the hospital. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin and zofran for nausea. The patient was in the intensive care unit and then placed in a regular hospital room. The patient was discharged from the hospital after 2 days. The patient was able to apply a new pod at home after this event and reports their current blood glucose level is 133 mg/dl.